Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (2) venflon EU with the reported issue of ¿while the nurse administrated bolus therapy with standard syringes, leakage from ported of cannula. And also difficult insertion is made when establishing vascular access. Their complaint is about trim distance¿ with lot number 0.0924392, regarding item # 391452. The DHR was reviewed and qn was not raised on this lot during manufacturing and production of the lot number 0.0924392 until lot release. Sample received and available for investigation. Since the sample was contaminated with blood it was processed to decontamination and clearing of blood, so that it can be used for further investigation of the sample for the reported complaint of leakage from the upper port of the venflon. Sample received and available for investigation. The samples were used for further investigation of the defect under smart scope. On response of the customer the sample was retested further investigation of the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Root cause description: the catheter was investigated under the smart-scope and found the specification, within the desired dimensions with no defects contributing to leakage of blood. The silicon valve lying below the ¿upper port¿ of the catheter was viewed under the smart scope to check for any leakage/breakage in the silicon valve inside and found no damage that was causing leakage from upper port of the chimney. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that venflon 2 bl 22ga IV cannula leaked. The following information was provided by the initial reporter: while the nurse administered bolus therapy with standard syringes, there was leakage from cannula's port. And also insertion is difficult when establishing vascular access. Their complaint is about trim distance.